Event description:
On 21st november 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was implanted in the incorrect orientation with a twisted haptic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was implanted in the incorrect orientation and with a twisted haptic. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device is not available for return to rayner. Product tests from every batch show us that the lenses are very rarely loaded upside down. The rao100c and rao600c are front/back symmetrical, they can be implanted in "s" configuration with no impact to visual acuity. Orientation can be corrected during injection. The rayone hydrophilic IFU includes specific instructions in the "use of rayone" section, "fig 7" states "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Our review of production records for the rayone aspheric rao600c batch 074246619 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 074246619. There is insufficient evidence and information available to determine the cause of the event.